Event description:
The patient reportedly experienced episodes of intermittencies with her internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Testing of the device showed that it is not functional. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.